Manufacturer narrative:
The manufacturer of the non-abbott epicardial leads was not known.

Event description:
It was reported that post sensed t wave oversensing leading to inappropriate shock was observed on the implantable cardioverter defibrillator (ICD). It was determined that this occurred as a result of temporary non-abbott epicardial leads used post unrelated open-heart surgery. Noise from the non-abbott epicardial leads was confirmed on electrocardiograms (egm) while pacing leading to the inappropriate shocks. No changes were made. A magnet was to be used if further epicardial pacing support was needed. The patient was being monitored via remote monitoring. The patient condition was stable and unchanged.